Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1102: instructions for use of gore® excluder® iliac branch endoprosthesis provide instruction to confirm the device's final position prior to deployment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent an endovascular procedure to treat a common iliac artery aneurysm using gore® excluder® iliac branch endoprosthesis devices. When an iliac branch component was deployed, the internal iliac artery gate was unintentionally deployed in the left external iliac artery. The left internal iliac artery (liia) was covered by the iliac branch component. The physician attempted to push up the iliac branch component; however, this attempt failed. As a result, deployment in the liia was abandoned, and the liia was coil embolized. The physician thought that angiography might not have completely revealed the vessel branch. The patient tolerated the procedure.